Manufacturer narrative:
In response to FDA report number: mw5099365. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported unknown side ruptured implant. Patient additionally reported diagnosed with three autoimmune disorders; this is not device related. Device remains implanted.